Manufacturer narrative:
Concomitant medical device: product ID a3sr01 implanted: (B)(6) 2016.

Event description:
It was rep was reported that the right ventricular (rv) lead was allegedly causing tricuspid valve regurgitation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.